Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30171450m number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardium. There¿s no information regarding extended hospitalization. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. The generator was used in temperature control mode. The catheter irrigation was set between 17ml/min and 30ml/min when applying above 30 watts. The patient received anticoagulant with an activated clotting time (act) of 300-350 seconds. No error messages were observed during the case. The thermocool® smart touch¿ electrophysiology catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto 3 system did not indicate to re-zero the catheter.